Event description:
Related manufacturer reference number:2017865-2023-18652. It was reported that the right atrial lead and right ventricular lead exhibited noise. It was noted that the noise was easily reproduced by doing isometrics and in unipolar mode. Further information was requested however, was not provided.